Event description:
It was reported the lumify ultrasound system displayed a transducer not connected message and was unavailable during an unspecified critical procedure. There was no reported patient or user harm associated with this event. Additional information is being obtained to determine patient outcome. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed; however, there was insufficient information to determine cause of the reported issue. Essential information such as the physical device, logs, or steps to reproduce the issue were not provided.